Event description:
It was reported to medtronic minimed that the customer reported low blood glucose (hypoglycemia) and the discrepancy between the sensor glucose and blood glucose. The customer reported a blood glucose value of 76 mg/dl and a sensor glucose of 128 mg/dl. The event involved products mmt-7040a, mmt-332a, mmt-1884, and mmt-397a. Troubleshooting was not performed, and it was unknown whether the customer had been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer had used the auto mode feature at the time of the event or not. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, and mmt-397a. Mmt-7040a was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.